Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) of 2012. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8120500; model: sc-8120-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient experienced discomfort and had inadequate stimulation. The patient underwent an explant procedure wherein the ipg and leads were removed and were not returned.